Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer¿s olympus sales representative reported to olympus during a colonoscopy procedure, when the poly-trap was being mounted, the image disappeared, and a error message appeared on the evis x1 video system center. The unit was unplugged and restarted the video processor and finished the examination without any complications. The procedure has been completed with the same device. A minor delay was reported to be less than a minute. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a root cause could not be identified. The field service engineer (fse) checked the device on-site, but no problems were observed. The inspection was completed without any problems. No further information was available. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.